Event description:
A malfunction was reported on the pump by the customer, but no significant events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. It was instructed that the customer could continue using the pump and to call back if the issue recurred.